Event description:
The customer reported via phone call that after bolusing she experienced high blood glucose levels. Her blood glucose level was 434 mg/dl. The customer's high blood glucose symptoms were uneasiness, exhaustion, and anxiety. She treated her blood glucose level with manual injections. The reservoir had a small air bubble that moved if the reservoir was moved. The tubing also had air bubbles. The insulin pump alarmed lost sensor. The customer believed there was an issue with the insulin pump's wizard function. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.